Manufacturer narrative:
The device was returned for analysis. The reported material deformation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Subsequent to the initial MDR submitted, returned device analysis found the stent was returned on the stent delivery system and was not implanted. Based on this new information, this event would not be MDR reportable.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2019, a percutaneous intervention was performed. A 3.5x33mm xience stent was attempted and "a spike/splkinter at the stent" was noted. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.